Event description:
Event description boston scientific received information that non-reproducible noise on the rate/sense and shock channels for this implantable defibrillation lead caused pacing inhibition.